Event description:
Procedure: thoraco/lobectomy. Customer states: a doctor fired the device for en bloc resection of a4 and a5 of right medial lobe. Upon opening the jaws, bleeding occurred from pa. The procedure was immediately converted an open surgery and the bleeding was stopped. They confirmed that the patient side tissue was not stapled at all. The specimen side tissue was stapled. The patient after having breast cancer surgery. Operating time extended: more than 30 min. Nothing fell into the cavity. Under 500 cc bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).